Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific value was provided. Although requested by tandem technical support, no additional information was provided on the reported event.

Manufacturer narrative:
Review of pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(6) 2016. Pump data recorded two cartridge change sequences and five boluses on the event date. Review of pump data showed that the pump was operating within specifications, and there is no evidence of a pump malfunction.